Manufacturer narrative:
(B)(4).

Event description:
Reporter calling to report a problem with the sensor wire unfortunately reporter can no longer verify if a piece of the wire still attached to the transmitter holder or no or if the problem is the needle problem . Reporter is not interacting with the device and can no longer send the defective sensor back to dexcom and just want a replacement sensor.